Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that there was t-wave oversensing and that the patient received inappropriate shocks. Unable to reproduce episodes by changing mode and rate. The device remains in use. No further patient complications have been reported as a result of this event.